Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Ischemia and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a xience v stenting procedure in the proximal left anterior descending artery with one 2.75 x 18 mm stent and mid left anterior descending artery (mlad) with one 2.5 x 18 mm stent. On (B)(6) 2011, the patient underwent a routine coronary angiography which showed a 75% restenosis in the mlad. The functional ischemia study was positive. There was no reported treatment or coronary revascularization performed. There was no additional information provided.